Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 14th may 2024 it was reported by a arthrex employee via email that when an ar-5028p-09, round delta tapered peek interference screw, with disposable sheath, 9 mm x 28 mm was used, the ligament was cut apart while the anchor was inserted. The anchor was retrieved. This was detected during use in a reconstruction of the posterior cruciate ligament procedure on (B)(6) 2024. The procedure was completed successfully as another brand's product was used. The procedure was delayed for 1 hour and no additional anesthesia was used. Bone quality was good.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Refer to investigation photos. One unpackaged, ar-5028p-09, was received for investigation. Visual evaluation, under a magnifier, noted damage to the head of the screw and damage to the threads. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.